Event description:
Customer reported a past event of low blood glucose with the lowest level recorded at 50 mg/dl. Low bg cause was not known. The customer consumed carbohydrates to address the low level and was advised by technical support to consult a healthcare provider to discuss potential factors affecting their blood glucose levels.